Event description:
During an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure, heart block occurred. The patient was in tachycardia, easily and constantly induced, converting multiple times to af. The decision was made to ablate the slow pathway in tachycardia (starting with 20w and up to 30w). As the tachycardia did not stop, the physician progressively changed the ablation location upper, closer to the his. During the last application, tachycardia stopped, one sinus beat occurred and then p wave blocked, due to a total atrioventricular (av) block. The right ventricle had to be paced to prevent major pause. Isuprel was infused to restore an escape rhythm and a temporary pacing lead was placed and left in the rv for 48h to see if the patients sinus rhythm returns. The patient is currently stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block remains unknown.